Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that non-reproducible, higher than expected vitros glucose (glu) results were obtained from eight different patient samples tested on a vitros 4600 chemistry system. Patient sample 1: vitros glu result of 18.95 mmol/l vs. The repeat result of 5.8 mmol/l patient sample 2: vitros glu result of 19.06 mmol/l vs. The repeat result of 7.4 mmol/l patient sample 3: vitros glu result of 19.17 mmol/l vs. The repeat result of 7.8 mmol/l patient sample 4: vitros glu result of 19.07 mmol/l vs. The repeat result of 5.8 mmol/l patient sample 6: vitros glu result of 18.73 mmol/l vs. The repeat result of 6.1 mmol/l patient sample 7: vitros glu result of 19.03 mmol/l vs. The repeat result of 6.2 mmol/l patient sample 8: vitros glu result of 18.95 mmol/l vs. The repeat result of 5.8 mmol/l patient sample 9: vitros glu result of 18.92 mmol/l vs. The repeat result of 5.4 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. All eight of the higher than expected vitros glu results were reported from the laboratory, however, corrected reports were issue and no treatment was stopped, started or altered based on the higher than expected results. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros glucose (glu) results were obtained from eight different patient samples tested on a vitros 4600 chemistry system. The assignable cause of the event is user error. The vitros operator manually loaded a vitros prot cartridge into slide supply but manually identified the vitros prot cartridge as a vitros glu slide lot 0048-3255-2107 cartridge. Vdocs (onboard documentation) has this precaution for manual slide cartridge loading: warning: during the manual load process, once you open the slide supply door, you must place the cartridge that you have identified in the "manually load cart" dialog into the presented slide supply slot. Failure to do so may result in tests being performed with slides from an incorrect cartridge, potentially leading to wrong patient results.